Event description:
It was reported that, "while trying to lock down the rod, the surgeon cross thread the blocking cap and stripped the tulip head causing it to splay and split in half on the lateral side."

Manufacturer narrative:
Additional information has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.